Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5152792 / 5153126.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. It was noted that the patient had a non device related fall. It was also reported that the patient was experiencing inadequate stimulation despite reprogramming. All device components were explanted and will not be returned.